Event description:
It was reported that this subcutaneous electrode exhibited low amplitude measurements and t wave oversensing. Additional information was received which reported that this electrode also exhibited undersensing due to a change in r wave amplitudes. The reduction in r waves could be reproduced with posture testing with the patient. There were also episodes of intermittent non-sustained slow ventricular tachycardia (vt), which the device was oversensing. Technical services (ts) discussed several troubleshooting options. The electrode and device were later explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.